Event description:
It was reported that an ams 700 inflatable penile prosthesis(ipp) device was returned to (B)(4) for unknown reasons. The returned component analysis results confirmed a leak in the cylinder.

Manufacturer narrative:
An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92380551. No escalation to ncep, CAPA, or scar is required. Complaints are monitored for escalation of systemic issues through the trending process.

Event description:
It was reported that an ams 700 inflatable penile prosthesis(ipp) device was returned to quincy for unknown reasons. The returned component analysis results confirmed a leak in the cylinder.